Manufacturer narrative:
Pump received with intermittent button response due to flattened express bolus and esc button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. O ring still in reservoir no anomalies noted. No moisture damage found on the electronics, motor, reservoir compartment, battery tube and vibrator assembly noted. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer pulling end of reservoir off and placing it in the reservoir compartment. Customer requested assistance with priming and connecting to infusion set. Customer's blood glucose was 101 mg/dl. Customer was advised that insulin pump would need to be replaced.